Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the response buttons on the patient's monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. As received, the front response button was intermittently functional. The cause for the intermittent response button was a defective front response button switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the intermittent response button. The patient received a replacement monitor.